Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced elevated intraocular pressure. The lens was exchanged for a shorter lens the same day of explant.

Manufacturer narrative:
Method: medical review. Results: medical review - in this case the iop elevation, angle narrowing and shallow anterior chamber were the consequences of excessive vaulting of the lens. The timely management and lens exchange were necessary to prevent any further damage caused by the event. According to fmea (failure modes and effect analysis) it has been determined that excessive vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient experienced narrowing of the angle and shallowing of the anterior chamber depth before explant of the lens. The patient's post-op uncorrected visual acuity was 20/15.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. The lens sizing error most likely caused the excessive lens vaulting. (B)(4).

Manufacturer narrative:
Pt weight: unk. Event date: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The injector, cartridge and foam tip plunger were not returned. Conclusions: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).